Manufacturer narrative:
A haemonetics field service engineer performed an inspection of the collection system used in the procedure. There were no issues found with the device. The nexsys device was found to have met manufacturer specifications with no malfunction found. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On (B)(6) 2023, haemoetics was notified of a 50-year-old, male donor fatality due to a seizure on (B)(6) 2022 at an unknown location. The last donation utilizing the nexsys plasma collection system occurred on (B)(6) 2022. No significant information or medical concerns were noted on the day of donation. Review of his chart noted history of normal physical exam, labs and test results. Vitals were normal on date of last donation. The record did not show the donor had any medical problems and the donor was not on any medications. There is no record of any issues with the equipment or disposables used during the procedure. It is unknown if an autopsy was performed or if a report will be made available. No other information related to the death was uncovered. If additional details in this case are forwarded, haemonetics will submit a supplemental report.